Event description:
The manufacturer was informed of this event through the patient tracking department. Based on the information reported in the patient implant form, a carbomedics top hat valve s5-027 was implanted (B)(6) 2021 to replace a carbomedics top hat valve s5-025 (submitted separately under 3005687633-2021-00131). The patient died during the same day. No allegation of a device malfunction or adverse event has been received from the site regarding this event.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to retrieve additional information on the reported event and the device involved. Since no further information was received and the device disposition is unknown (unknown if autopsy performed), no further investigation is possible at this time. Based on the available information, it is not possible to draw a definitive conclusion to the reported event. However, per the document review performed, no manufacturing deficiencies were identified for the involved device. The root cause remains undetermined at this time. Should further information be received in the future, a follow up report will be provided.

Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer was informed of this event through the patient tracking department. Based on the information reported in the patient implant form, a carbomedics top hat valve s5-027 was implanted (B)(6) 2021 to replace a carbomedics top hat valve s5-025 (ref. (B)(4). The patient died during the same day. No further information is presently available about the cause of the event. No allegation of device malfunction was received from the site.